Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.1 mg/day via an implanted pump for an unknown indication for use. It was reported the catheter tip migrated out of the intrathecal space and was removed and replaced on (B)(6) 2024. The customer discarded. Environmental, external, patient factors that may have led or contributed to the issue included the catheter anchor was not sutured. It was noted there was no suture on the anchor. Diagnostics/troubleshooting included x-ray. Actions/interventions included surgical replacement and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s medical history was asked and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg7x0tt11 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative indicated only the spinal segment of the catheter was replaced and revised with catheter models 8782 and 8785.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.